Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units, and displayed an initial fill estimate of over 60 units of insulin in the cartridge. Tandem technical support educated the customer on insulin gauge calculations, and that the fill estimate was accurate. The following day (2/04/2017), the customer called back and reported another inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units, and after the delivery of 10 units, the insulin gauge displayed a fill estimate of 140 units. Troubleshooting with tandem technical support showed that the customer loaded with cold insulin. Additionally, the customer as not following the proper load procedure. Tandem technical support educated the customer on the correct load procedure per labeling instructions. The customer acknowledged the information. The customer's blood glucose level ranged from 174-220 mg/dl.